Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 293 mg/dl.

Manufacturer narrative:
B5: replace b5 statement.